Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this patient received in inappropriate shock due artifact which looks to be polymorphic ventricular fibrillation (vf) and changes sizes with left arm motion. A reduction in amplitudes was also noted. X-rays were performed; however, the patient did not have time to stay for the results and the device was deactivated. The patient returned for follow up and during evaluation, noise could be induced in all three vectors. A review of the x-rays did not identify a discernable significant change in product position. It was reported that re-screening was performed and was unsuccessful. Therefore, a revision procedure was performed, and the device was moved further posterior and the electrode explanted and replaced. Impedance was 83 ohms and induction testing was successful. No additional adverse patient effects were reported.